Event description:
Patient reported "swelling and bleeding" at the generator site shortly after implant and stated that her surgeon instructed her to go to the hospital. Patient reported that she was not admitted during this hospital visit contrary to what the follow-up with the physician's office indicated. Surgeon's nurse reported that the patient's "swelling" was the result of infection at the generator site that developed approximately three weeks post implant. Nurse was unable to verify the patient's report of bleeding. Treatment for this infection included IV and oral antibiotics. The patient's infection did not improve and the vns therapy system was explanted. The infection resolved following the explant procedure.

Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Review of manufacturing records for pulse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.